Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented shortness of breath. A chest x-ray confirmed the right ventricular (rv) lead had perforated the heart tissue. As result, a revision procedure was performed wherein the physician repositioned the rv lead. The lead remains in service. No additional adverse patient effects were reported.